Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a couple weeks of implant, the device was found to not be collecting the percent paced diagnostics. The device was determined to have a plugged atrial port, which did not allow implant detect to complete and as a result, the device would not collect diagnostics. Implant detect was turned off, and the device remains in use. No patient complications have been reported as a result of this event.